Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for contraception. The physician reported that essure was inserted with no complications and hysterosalpingogram was done showing occlusion. Patient recently complained of vague lower abdominal and flank pain. She went to emergency room on (B)(6) 2015 and a CT scan showed suspected fracture of left coil with discontinuation on left cornua. The left side was occluded. Essure was not removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 7 years later underwent a CT scan which showed suspected fracture of left coil. This event, interpreted as suspicion of device breakage, is non-serious and unlisted in the reference safety information for essure. In the present case, the exact date and mechanism of the device breakage are unknown. Patient complained of lower abdominal and flank pain, underwent a CT scan which showed discontinuation on left cornua (suspected fracture of left coil). Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 21-mar-2016: follow-up attempts were completed, with no response to date. Follow-up received on 14-jun-2016 - quality-safety evaluation of ptc: (B)(4). A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter, micro-insert, or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Case closed. Company causality comment. This spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 7 years later underwent a CT scan which showed suspected fracture of left coil. This event, interpreted as suspicion of device breakage, is non-serious and it was considered anticipated (listed) upon receipt of the product technical analysis. In the present case, the exact date and mechanism of the device breakage are unknown. Patient complained of lower abdominal and flank pain, underwent a CT scan which showed discontinuation on left cornua (suspected fracture of left coil). Given the nature of this event, causality with essure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis stated, the possibility of the catheter, micro-insert, or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.